Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head broke up in mouth [device breakage]; no adverse event [no adverse event]. Case description: a male consumer, age unspecified, reported via phone on 10-feb-2017 that while using an oral-b rechargeable toothbrush type 3709, the oral-b dualaction brushhead broke up in his mouth. He reported he changes the brush head once every fortnight, and this particular brush head had been on for 4 days. He had a total of 4 brush heads, and reported he had an unspecified problem last week with another brush head from the pack. He had been using an oral-b toothbrush for over 20 years, and he had previously used oral-b dualaction brushheads. No symptoms were reported.